Manufacturer narrative:
The biomedical engineer onsite investigated the issue and was unable to replicate the reported behavior. Site was advised to call back if the issue is replicated. No parts were replaced or returned. System functioned as intended and without issues. Evaluated by a trained authorized biomed on site.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system's monitor flickered intermittently and then went out, but came back on shortly after which allowed them to proceed with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.